Event description:
It was reported that during positioning of the left ventricular lead, the cps-duo adapter pin disconnected. Due to this, the stylet broke and stuck inside the lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the cps-duo unit found that the stylet was broken at 11.6 cm from the white hub.